Event description:
The consumer reported that they had no therapy relief since the device was implanted. No trauma or falls were reported to be related to the issue. The patient reported that they took out their implantable neurostimulator (ins) out 2 weeks ago because it never worked. It was reported that it was going down their arms and fingers but never got to their neck. It would only go up to their armpits. It was reported to be taken out about 2 weeks prior to the report. Relevant medical history includes spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.